Event description:
As reported to occupational therapist by the pt, on 1/13/94, at 7 am the pt was toileting in the bathroom. When the pt went to get up from the raised toilet seat, it flipped up and off the commode causing the pt to fall on the bathroom floor.